Event description:
Reporter noted recurring problems of endophthalmitis at facility in late 1999. Outcome of pts reported as very good, with recovery of vision in all cases. Customer checked handpiece after normal cleaning and felt handpiece was contaminated with material, such as lens debris from previous surgery, a possible cause for the reaction seen. Received follow-up info from customer on seven pts; each had a different surgeon at time of initial procedure. Customer questions if corrosion of the lumen surfaces could be a factor in the retention of the biological debris detected. This pt had uncomplicated phaco os with clear corneal incision, pc iol and no suture on 12/14/1999. Decreased va and increased bloodshot eye noted eight days post-op: endophthalmitis. Pt was hospitalized for eleven days. Had vitreous biopsy, intravitreal antibiotics. Coag-ve staphylococcus grown from aqueous tap. Resolved over nine months.